Event description:
It was reported the patient is experiencing a burning sensation at her scs ipg pocket site when stimulation is on and when stimulation is off. Additionally, the patient has not been using the scs system due to not receiving effective stimulation. Follow-up is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.